Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) encounter the issue during schedule service of the iabp for a different issue. A significant amount of dried saline was cleaned and removed from both battery bays, handle and lower front panel. No pcbs were contaminated including the power management board and the power slot interface board. The fse completed a full calibration, functional testing and electrical safety checks to factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during scheduled service performed by a field service engineer, the cardiosave intra-aortic balloon pump (iabp) was contaminated with saline. There was no patient harm/injury and no adverse event reported.